Event description:
The customer reported approximately 5 ml of fluid leaked from the needle of the coulter lh 750 hematology analyzer. The customer indicated that the leak consisted of blood and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat during the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse confirmed a minor leak caused by a pinhole in the needle vent line. The fse replaced the vent line to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a pinhole in the needle vent line. (B)(4).